Event description:
It was reported that there was a right revision due to pain and elevated cobalt. The stem was not taken out but corrosion was noted on the stem.

Manufacturer narrative:
Expiration date corrected. An event regarding corrosion and elevated metal levels involving an accolade plus tmzf hip stem #3 was reported. The event was not confirmed. Device evaluation could not be performed as no device was returned. A review of the provided patient information and product details by a clinical consultant indicated many other aspects of the case remain somewhat obscure due to lack of clinical information and as such a firm root cause of failure cannot be established with the current set of information. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a right revision due to pain and elevated cobalt. The stem was not taken out but corrosion was noted on the stem.

Manufacturer narrative:
It was noted that the device was not explanted during the revision surgery. Additional information has been requested and if received, will be provided in the supplemental report.